Manufacturer narrative:
The frame has not been returned to medtronic for analysis at the time of filing. A medtronic representative went to the site to test the associated system and no failures were found. The system passed a system checkout. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy procedure. It was reported that the site had used the precision aiming device and arm to line up with their plan using a passive planar probe which was 0.9mm off of target. They then drilled the hole, and swapped to another biopsy probe which was then 3.2mm off of target. They swapped back to the passive planar probe and were still 0.9mm off target. Another passive planar probe was 1.4mm off target, and another biopsy probe was still 3.2mm off target. The surgeon proceeded with the original drill hole to complete the procedure. There was no impact to patient outcome and a less than 1 hour delay to the procedure as a result of this issue. Troubleshooting was performed and the manufacturing representative was able to verify without issue using the non-sterile frame and probe. When he then grabbed the sterile frame, he had a lot of difficulty verifying the instruments and a lot of the time the verification would fail with a 3.2 distance to divot. It was confirmed that the issue was due to the reference frame.